Manufacturer narrative:
(B)(4). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 6th related complaint for leakage & the 5th related complaint for needle clog on lot # 8233916. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, leakage, needle clog) was captured and addressed. Investigation summary: customer returned photos of an open 4mm, 32g pen needle. Customer states that the medicine leaks through the place between the pen and the needle, she also believes that the needles are clogged. The photos were examined and it is difficult to determine if the pen needle shown in the photos is able to expel properly without any leakage or any other defects solely from the photos. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen needle 32x4 la 5b was unable to deliver medication and leaked. This occurred on 5 occasions during use. The following information was provided by the initial reporter: material no: 320478, batch no: 8233916. It was reported when carrying out the application the medicine leaks through the place between the pen and the needle, she also believes that the needles are clogged. Verbatim: response received by e-mail from the customer 09/18/2020 hello. Do you have the date of event? Second pen (B)(6) 2020. Are there any samples available and if so would you please provide us with mailing address. No samples available. During the care provided by "forteficar", the patient's daughter informed that the patient is in the 9th treatment pen, but that the needles that came with this pen are presenting troubles. According to the daughter, when carrying out the application the medicine leaks through the place between the pen and the needle, (ae) even though the needle has been placed correctly. The rapporteur also informed that until they are able to carry out the application without the medication leaking, about 3 needles are used. The rapporteur explained that the leak occurs at the time of application at the place where the needle is attached and, therefore, believes that the needles are clogged. The event would have happened in two pens (8th and 9th treatment pen), about 5 times in total. During a pen jam on the forteo: the rapporteur informed that after locking, she changes the needle and is able to perform the application.